Event description:
A home pt (hp) reports dry minicaps. Hp states sponges are brown in color, however, the top one third of the sponge is shriveled up. Hp notes the packages are sealed in the usual manner. The hp reports no pt injury or medical intervention.